Event description:
Patient called in to report that he had a sensor failure with incorrect and low readings with the freestyle libre 3. Patient stated that he also experienced dizziness during this failure issue and had to go to the emergency department to stabilize.